Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was going to give a bolus and went to change the reservoir and was unable push the plunger to push back air into the insulin vial. The customer stated that this issue has been happening for about two weeks with all reservoirs from the same batch. Customer was advised to try with a different reservoir and had no issues. Blood glucose value was 13.3 mmol/l. The reservoirs are being replaced.